Event description:
Information received from the field notes that approximately four weeks post implant, the patient complained of lack of energy. The sensor indicated histogram did not show evidence of a rate response. When the sensor threshold and slope were changed, the rate went up to 88 ppm and remained there. The patient was pacemaker dependent and needed rate response. Therefore, the device was replaced.